Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be examined. The analysis is thus based on the review of the production documents of the product complained about and a study of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the also supplied iegm episodes showed artifacts in the rv channel, which led to the observed oversensing and the resulting inadequate ICD charge processes and shocks. Despite the available information, no conclusion can be drawn as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should be available, please send these to us also. The incident will then be updated accordingly.

Event description:
After an implantation period of approx. 72 months, oversensing with inappropriate therapies was reported. The lead was explanted. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.